Manufacturer narrative:
The device has been sterilized and released according to all applicable procedures. Eno sr (sn:(B)(6) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 26 january 2023 use before date: 26 january 2025 sterilization lot: s0587 - 3667.

Event description:
Reportedly, on 4-jun-2024, a sales representative obtained information on a case scheduled for system removal on (B)(6) 2024 due to infection (date of confirmation of infection and other details unknown). No further information is available. Update (B)(6) 2024: reportedly, the patient passed away due to sepsis on (B)(6) 2024 before the scheduled system removal. (The removal scheduled for (B)(6) had been postponed to (B)(6).). The physician doesn¿t suspect a link between the cause of death and the pacemaker microport product.

Manufacturer narrative:
All the devices have been sterilized and released according to all applicable procedures. Eno sr (sn:(B)(6)) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 26 january 2023 use before date: 26 january 2025 sterilization lot: s0587 - 3667 vega r58 (sn:(B)(6)) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 02 august 2022 use before date: 02 august 2024 sterilization lot: s0564 - 3644 it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.

Event description:
Reportedly, on (B)(6) 2024, a sales representative obtained information on a case scheduled for system removal on (B)(6) 2024 due to infection (date of confirmation of infection and other details unknown). No further information is available. Update (B)(6) 2024 : reportedly, the patient passed away due to sepsis on (B)(6) 2024 before the scheduled system removal. (The removal scheduled for (B)(6) had been postponed to (B)(6)). The physician doesn¿t suspect a link between the cause of death and the pacemaker microport product.